Event description:
It was reported the patient with this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic after the latitude communicator was blinking. The device could not be interrogated, the s-ICD was scanned with the programmer, the programmer showed the device on the list but interrogation could not be established. There had been no alerts or episodes on the latest latitude transmission on (B)(6) 2022. Boston scientific technical services provided troubleshooting advice. The patient was to be seen in-clinic on the (B)(6) 2022, however the troubleshooting was rescheduled for (B)(6) 2022. No adverse patient effects were reported. This s-ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported the patient with this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic after the latitude communicator was blinking. The device could not be interrogated, the s-ICD was scanned with the programmer, the programmer showed the device on the list but interrogation could not be established. There had been no alerts or episodes on the latest latitude transmission on 17sep2022. Boston scientific technical services provided troubleshooting advice. The patient was to be seen in-clinic on the 23sep2022, however the troubleshooting was rescheduled for 10oct2022. Additional information was provided, the patient was seen in-clinic and the device was able to be successfully interrogated without issues. No adverse patient effects were reported. This s-ICD remains in-service.